Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the erbe generator was timing out. The customer informed they had gotten a c-00, m-02 and c-84 fault on the generator. The customer stated they had power cycled the erbe generator, but the faults returned. The technical support engineer (tse) attempted to review the logs, but logs were not available. The customer confirmed they were proceeding in the case through the faults. After, the tse recommended an alternative electrosurgical unit (esu) to be used if needed, such as a force triad. The customer informed they were not sure if they had one of those esu. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced the erbe integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The erbe iesu was returned for failure analysis, and the reported failure (m-02-3/1-71 errors) was confirmed and reproduced. The iesu was then placed on an in-house system and run in normal mode.